Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 5 message. A no response letter was sent to the patient. This complaint is being reported based on the documentation of the customer care advocate (cca). The patient manages his diabetes with insulin - no self adjusting sliding scale. The cca noted that the subject meter was not working for several days prior to (B) (6) 2010. On (B) (6) 2010, the patient was tested at "564 mg/dl" on another meter. At 10 am, the patient's healthcare provider treated the patient with 30 units of humulin insulin while the patient had symptoms described as "heart racing and clammy." During troubleshooting, the error 5 message was not resolved. This complaint is being reported because the reporter claimed that the patient had symptoms and received medical treatment for hyperglycemia several days after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.